Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. The introducer needle was inspected for burrs, hooks and dull needle tip defects and none were found. The introducer needle passed per specifications.

Event description:
Customer called in to report that she ran out of sensors and she was experienced low blood glucose. Customer stated that the blood glucose was below 50 mg/dl and she treated with soft drink. Customer also stated that the last sensor got jammed inside the serter and did not penetrate her skin. Advised that the sensor will need to be replaced, to discontinue use of it and returned it.